Manufacturer narrative:
Evaluation codes: result the complaint for ineffective stimulation could not be confirmed. As received, the two octrode leads could not be fully analyzed as they were cut into two pieces. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report# 1627487-2015-20343.it was reported the patient experienced ineffective stimulation through the scs system. In turn, the patient stopped charging the ipg for over a year hence, the ipg became inoperable. The scs system was explanted as per patient's request.the patient received two scs leads with the same lot number.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20343.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.